Event description:
It was reported the patient experienced increased spasticity. The hcp had suspected a catheter issue. A dye study was done and catheter aspiration was not successful. The patient¿s hcp was unable to aspirate via the cap (catheter access port). On (B)(6) 2013, a system replacement was completed. Catheter flow was unimpeded when disconnected from pump intra-operatively. The patient¿s status at the time of the report was alive-no injury. The pump was used to deliver lioresal. Additional information later reported no further troubleshooting had been done and the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the 8596sc revealed no significant anomaly, catheter sc connector co ring-tears-cuts, no leak seen in lab and no leak allegation. Analysis of the 8709sc catheter revealed no significant anomaly found, miscellaneous acceptable testing, the catheter was incomplete/returned in segments. Corrected information: results code no longer applicable to the event. Corrected information: conclusion code no longer applicable to the event.

Manufacturer narrative:
Concomitant products: product ida; 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: 2013, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.